Manufacturer narrative:
(B)(4). The unit was returned to the (B)(4) covidien service center and was received with the power and rem circuits out of calibration. The customer declined service be performed on the generator with covidien service and the unit was returned to the customer. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a pt received a facial burn while undergoing a procedure to correct palpebral ptosis (facial drooping). The pt had an oxygen mask placed on his face when a spark was emitted from an unk surgical instrument. The mask and surgical drapes were also burned during the incident. The degree of burn and treatment of the burn are unk. Additional questions have been asked to the customer. To date, the customer has not responded.